Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 7.5mmol/l. The customer stated the drive support is sticking out. The customer stated that she has pushed it back manually in the past and dropped the pump in few times. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.